Event description:
(B)(4). Started noticing changes but had my families health to deal with. Finally went to the doctor in (B)(6). Explained all my issues. Was put on adhd meds, given meloxicam for joint pain, had blood work that later determined I had a fatty liver, a vitamin d deficiency, and was type 2 diabetic.